Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, radiographic evidence from a 5-month follow-up visit indicated that one screw was extruded. The 2.7 mm diameter locking screws are provided to the customer within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit (sk14) that the product is distributed within. The device was not returned to the manufacturer for evaluation as all tmc hardware currently remains implanted. The device history records for the screws intended to be implanted (1405-1408 and 1405-1409) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The patient confirmed that a revision surgery is not planned as he is asymptomatic and the bones are completely fused/healed. Although a number of factors could have contributed to the screw backing out, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked into the plate. Not fully seating screws during insertion can result in them loosening over time and eventually backing out. The surgical technique includes statements regarding the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, radiographic evidence from a 5-month follow-up visit indicated that one screw was extruded. All hardware currently remains implanted with no plans to revise as the patient is asymptomatic and the bones are fused/healed.